Manufacturer narrative:
The table was removed from service following the event until a steris service technician could perform an evaluation. The user facility stated that during the procedure, the table began to tilt without being commanded to do so. User facility personnel articulated the table back to a level position, the patient was re-positioned properly onto the table, and the procedure was completed successfully. A steris service technician arrived on-site, inspected the table, and was unable to re-create the reported event. The technician confirmed the table and hand control to be operating according to specification. Steris service engineering reviewed the reported event and identified the s1 or s2 valve could cause the reported table movement as described by the user facility. The technician tested the s1 and s2 valves and confirmed they were operational, no issues were identified. The technician confirmed the table and hand control to be operating according to specification. The table was returned to service. The table was manufactured in 2010 and is not under steris contract for maintenance services. No additional issues have been reported.

Event description:
The user facility reported a patient began to slide off their 3085 sp surgical table during a patient procedure. No injury, procedure delay, or cancellation occurred.